Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead was implanted and explanted on the same day. The guidewire was stuck in the lead and the lead was stuck in the introducer. The lead was exchanged. No further information is available at this time.